Event description:
It was reported that ongoing occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer continued to use current pump for insulin delivery. There was no adverse impact to customer¿s blood glucose level.